Event description:
While removing the tibial component n a revision total knee, the screw holding the flexible osteotome blade broke. All parts were recovered with no injury to pt.

Event description:
The complaint was reported as the screw holding the osteotome blade broke. The event was not considered to be reportable as "all parts were recovered with no injury to the patient".